Event description:
The patient reported that because of pain, he removed a pod and had a "huge" bump on his leg. He could not apply pressure. He called back to report that he went to the hospital on (B)(6). He was diagnosed with an infection and given ointment, antibiotics and tylenol. He was in a lot pain, and the bump had doubled in size. His blood glucose results were normal. He went home that day and was advised to return if the swelling did not go down by the next day, as it could be severe. The next day, he returned in pain and was hospitalized. On (B)(6), he called to report that he was still hospitalized. He was on intravenous fluids, an insulin drip, two intravenous antibiotics, and oral antibiotics. He was given morphine and percocet for pain. He was diagnosed with cellulitis, and told surgery may be needed, including possible amputation. He stated the infection started at the insertion site and spread to his knee, groin, and back of his hamstring area. He had an abscess under the site area the size of a softball. On (B)(6), he called to report that he would have an ultrasound and then surgery to remove the abscess. He said he would be bedridden and out of work for 2 weeks and would need to go to a clinic daily to have the site cleaned and dressed. He said that a bacterial culture had been done and he was awaiting results.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported infection, hospitalization and surgery. Lot qualification records, including sterility records, were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs" and it advises, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat." It cautions, "if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider."